Event description:
Sales representative reported that the tip of this needle broke off while the surgeon was making his 5th pass. The broken piece remains in the ligament of the patient. There is no current plan to remove the needle tip. The surgery was completed using another type of device. It is unknown how long a delay was experienced, maybe 15-30 minutes by the time the x-ray was taken and they decided not to open the shoulder to remove it.

Manufacturer narrative:
Product hasnot been returned for evaluation; therefore, no determination could be made for the reported device failure.